Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec, crease fold, deformation device and white calcification in the shell. Cloudy and air voids in the gel observed after autoclave cycle. Device is not rupture base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Device has been explanted.